Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device stopped accepting a charge after transport to a clinic despite multiple outlet and charger attempts, including removal of the case, while other devices charged normally. Symptoms included no alarms or alerts and no clinical effects. Outcomes included a device exchange to restore therapy. Investigation included complaint review and device replacement logistics. Investigation of this device revealed no device power/charging failure consistent with battery depletion or charging subsystem malfunction, with no evidence of software alerts. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but not consistent with a hardware malfunction unrelated to patient use.